Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reat1367 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
It was reported that the doctor could not remove the guidewire from the catheter because it was kinked inside catheter.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. The returned sample shows evidence of mild bends but no kinks (permanent deformation of the wire coils). This event does not pose an incremental risk of harm to the patient, use or other person. There was no allegation of an injury or death associated with this event. Therefore, this event is deemed not reportable per cfr 21 par 803.19.

Event description:
It was reported that the doctor could not remove the guidewire from the catheter because it was kinked inside catheter.